Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert was received by the home monitoring system that this implantable cardioverter defibrillator (ICD) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. The normal range of impedances usually measure around 500-600 ohms and have been increasing. Two weeks ago impedances measured 1600 ohms. The patient was brought in for a follow-up and an x-ray was performed however, there were no abnormalities found. Additionally, there was no noise in the episodes and isometrics was performed and no noise could be reproduced. Technical services recommended since it was a one time alert it may be ok to continue to monitor. The hospital suggested to hospitalize the patient due to the age of the lead. The field representative is considering if a new rv lead will be added in the future or if the device will be upgraded. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received by the home monitoring system that this implantable cardioverter defibrillator (ICD) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. The normal range of impedances usually measure around 500-600 ohms and have been increasing. Two weeks ago impedances measured 1600 ohms. The patient was brought in for a follow-up and an x-ray was performed however, there were no abnormalities found. Additionally, there was no noise in the episodes and isometrics was performed and no noise could be reproduced. Technical services recommended since it was a one time alert it may be ok to continue to monitor. The hospital suggested to hospitalize the patient due to the age of the lead. The field representative is considering if a new rv lead will be added in the future or if the device will be upgraded. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.